Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but it was not possible to determine a presumed cause from the information provided. There was information provided on any obvious misuse that could be judged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found that due to the clogging of the nozzle, the air supply volume and water flow were out of specification. Due to a scratch on the distal end cover, the insulation resistance value was out of specification. The play of the up/down knob was out of specification due to wear of the angle wire. The rubber adhesive was scratched, and the distal end cap was worn. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during reprocessing of the subject device after a procedure, the automated endoscope reprocessor (aer) indicated a blockage in the air/water channel. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found a white particle (foreign material) blocking the nozzle. This report is being submitted for the foreign material found by service during the device evaluation.